Event description:
It was reported that this was a difficult below the knee case. The procedure was to treat a lesion in the distal anterior tibial vessel with mild tortuosity and heavy calcification. During use with the 2.5 x 120 mm armada balloon and the winn guide wire, it was noted there was an abnormal feeling with the devices, and they were removed together. After removal, it was observed that the guide wire was going out through the catheter and balloon, and not through the guide wire lumen. A new armada balloon was used to complete the procedure, with the same winn guide wire, with good results. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: winn. Guide cath: cook. Sheath: terumo. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.